Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(6) 2017 to assess the testing instrument in question. The fse performed a complete fluidic decontamination to clear up contamination, replaced the instrument probe and then checked performances for the fluidic sub-systems. Subsequently the instrument was found to be operating as expected.

Event description:
On (B)(6) 2017 a european french customer site reported an unexpectedly positive outcome for c antigen typing on a galileo echo instrument. This was categorized as an rh mistype.